Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on (B)(4) 2013 stated that the patient experienced infections, bleeding, pelvic/vaginal pain, recurrence, vaginal scarring, urinary problems, pain during intercourse, excision surgery, disfigurement, suffering, and emotional distress.

Manufacturer narrative:
(B)(6).